Event description:
Rptr is doing a case study on 4 individuals who may have had an "earlens" type product implanted without consent during surgery for other reasons during the 1980's. Pt's are experiencing "signs of head trauma" ie "pain in cranial area on exam".